Event description:
It was reported that the rv lead was capped due to a lead insulation breach, a threshold increase, and impedance decrease. No patient complications have been reported as a result of this event.